Event description:
It was reported that during a patient infusion of norepinephrine with a spectrum pump, the infusion was interrupted five times during a 40-minute transport period, resulting in the hypotension specified as ¿they lost their pressor infusion maintaining their blood pressure¿. The cause of the event was not reported. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. An event history log (ehl) was performed and there were no infusions of norepinephrine that were confirmed through the ehl that match the reporters details. There were constant occurrences of ¿reload set!¿ messages, but these do not interrupt an infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation observed and found that the upstream sensor was out of the calibrated specification. The assignable cause is considered to be the upstream sensor which failed the attempted calibration. Based on the evaluation result that the ultrasonic sensor requires replacement to correct the issue of reload set errors found during the evaluation process. The out of specification ultrasonic sensor can also be considered as the assignable cause for the false air-in-line. The ultrasonic sensor will be replaced to correct the reported condition. Should additional relevant information become available, a supplemental report will be submitted.